Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : "the device starts with a continuous tone and the following error message: panel connect lost. "

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - device evaluation: root cause: panel connection lost message appears on the screen. "Panel connection lost" alarm indicates that a problem has occurred with the communication between the monitor and the ventilator unit. The possible root causes for this issue are the cable connection between the monitor and the ventilator or esm board. Service engineer checked both of them on site and found that the esm board needed to be replaced. The esm board was replaced, the software test and function tests were performed. The device is working again and back in operation. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description: "the device starts with a continuous tone and the following error message: panel connect lost".